Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise due to insulation damage on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was in stable condition.

Event description:
New information received notes that oversensing of the noise led to pacing inhibition.